Event description:
"B subgl infra dc gels for augmentation. Pt c/0 firmness from beginning. L was always harder and smaller. Pt denies h/o trauma, or decreased size of breast. C/o sensitive nipples and shooting pains. C/o arthralgias with am stiffness, myalgias, itching/hotness, decreased reflexes, chronic fatigue, sleep disturb, hot flashes/chills, has severe tmj probs, visual disturb, dizzy spells, memory probs, dry eyes, hair loss, rashes. Sens/sun/cold/chem, sob, dysphagia, hypothyroidism, labile hypertension, wgt gain, easy bruising, chronic -, gu disturb, and menstrual probs. Pt has been found to have pvc's and multiple allergies. Pt otherwise healthy."